Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would not deploy clips. Another device was used to in which the clips scissored when deployed. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).